Event description:
It was reported that while the patient was traveling in thailand, her blood glucose levels increased to approximately 15 mmol/l (270 mg/dl) after approximately 1-4 hours of pod wear on the arm. The patient reported experiencing pain upon pod application but confirmed that the adhesive was secure and the cannula properly inserted into the infusion site during application. Upon pond removal, the cannula was found bent. The patient replaced the pod and successfully resumed therapy. No medical intervention was reported. The patient reported observing swelling at the infusion site on the arm upon pod removal, with the swelling described as a small lump.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.